Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient arrived at (B)(6) thru the emergency department with a right total hip dislocation . This patient has a depuy pinnacle acetabular component with a pinnacle constrained acetabular liner and a zimmer-biomet femoral stem and metal femoral head. The ER department attempted to reduce this dislocated tha to no avail. The patient was brought to surgery for an open reduction and exploration. It was determined that the hip could not be reduced since the femoral head had released itself thru the constrained liner and the locking ring remained intact. The acetabular construct was surgically disassembled. A new pinnacle constrained acetabular liner was inserted. The hip joint appeared to be stable and was methodically closed. Doi: (B)(6) 2016; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.